Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon expressed a preference in utilizing the pangea system for pelvic fusions. The surgeon reportedly had previously experienced the matrix polyaxial screw heads popping off. Reporter was not able to confirm if the complaints were previously reported. No additional information was provided. This report is for an unknown quantity of unknown matrix polyaxial screws this is report 1 of 1 for (B)(4).